Event description:
As reported, it was stated that the peg of a 5f mynxgrip vascular closure device (vcd) is getting stuck in the tamp tube on multiple occasions from the same lot. There is no reported patient injury. The device is available for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was stated that the peg of a 5f mynxgrip vascular closure device (vcd) is getting stuck in the tamp tube on multiple occasions from the same lot. There is no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, it was stated that the peg of a 5f mynxgrip vascular closure device (vcd) is getting stuck in the tamp tube on multiple occasions from the same lot. There is no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A product history record (phr) review of lot f2222801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, handling factors of the device (such as over-tamping) may have contributed to the sealant becoming stuck to the advancer tube after removal. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.